Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 348 mg/dl to high, however, specific bg value was not provided. Reportedly, the pump supplies were changed to address the issue and elevated bg. The customer reverted to manual injections for insulin therapy.